Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse cleaned the spill and verified needle alignment. The fse also found blood from the sample tube had seeped between the belt and the rockerbed preventing the rockerbed from advancing. The root cause is unknown to date. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the cap from the specimen tube came off during sample aspiration at the piercing station causing blood to spill onto the rockerbed of the coulter lh 780 hematology analyzer. The customer indicated that the instrument rockerbed would not advance. The operator was wearing the appropriate personal protective equipment (ppe) when the incident occurred - gloves, lab coat, and glasses. There was no blood exposure to mucous membranes (nose, eye and mouth) or open wounds and no one sought medical attention. Patient treatment was not affected as a result of this event. Bec identifier for this report is (B)(4).